Event description:
The customer reports during the procedure, the vaporizer leaks agent. There was no pt injury.

Event description:
Reference number: lss-v02614. Correction prompted by letter received stating reference MDR report no. 8010042-2002-00297 which could not be linked to a baseline report.